Event description:
The clinician reported that the patient was restless and "thrashing" about. At this time, blood was noted in the helium tubing. As a result, the iab was exchanged. There were no reported patient complications.

Manufacturer narrative:
F/u report will be filed when eval is completed.